Manufacturer narrative:
The device was received not deployed. The download data shows that pulse width timeouts occurred during priming in addition to a failure to transition in the rotational sensor data indicating a drive stall occurred. The drive stall prevented the ratchet gear from rotating enough pulses to deploy the needle mechanism before the end of second prime. During opening of the pod, the motion caused the drive mechanism to reach firing position and deploy the needle mechanism. Initially, the needle mechanism components were positioned vertically, which is the appropriate position of an undeployed pod and pod opening caused a small shift in the ratchet gear, in turn deploying the pod. The device was reset and was able to successfully complete a 5u bolus during the rerun. Timeouts were seen in the rerun data due to damage to the hook and hook switch cups that occurred during the download process.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.